Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient checked her patient programmer (pp) and it showed the ins was off. They did not know how it got turned off. Stimulation was turned back on. When it was turned on, she said she felt kind of funny for a minute. The issue resolved.